Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of the system log file showed ip pc errors. Upon functional testing fse found issue with ip-pc. The fse replaced ip-pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system had to be rebooted eight times to get it to normal functioning. No harm to the patient has been reported to philips.